Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "revised due to eccentric poly wear. Explants are being retained by the facility. No other information is available due to sealed electronic medical records." Left hip. An unknown 26mm 10° liner and 26 + 5mm lfit head were replaced with an omnifit series ii 32mm 10° liner and biolox delta 32 mm head with +5mm adapter sleeve. It is unknown if there are any allegations against the revised head.